Event description:
The patient reported that she had fluid buildup at the catheter site and since receiving the pump had experienced numbness in her leg in the mornings. The patient stated she had an appointment the next day to see her hcp. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.